Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The log file analysis showed that the image system and the digital image pre-processing could not receive images from the flat detector (fd). As a result, the release of x-ray was prohibited. The customer service engineer found the power supply for the fd defective. After power supply replacement there were no further issues reported and the system works as intended. This kind of failure (defective power supply) has a rare occurrence and the occurrence rate is below the defined threshold. The manufacturer is not considering further actions resulting from this event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane mn system. The user reported that the image acquisition system failed upon start up. There is no report of impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.